Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach to esophagus. Upon checking placement of capsule, physician reported capsule aspirated into the lung. A bronchoscopy was performed to remove the capsule. There was no harm to patient.